Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Date of explant (B)(6) 2020 information was received from a health care provider via a manufacturer representative regarding a patient as patient wanted hardware to be removed for a spinal therapy. It was reported that the hardware was removed, surgeon was closing, patient coded as last stitch was being placed. Patient died, unknown reasons at this time. There were no patient symptoms reported. There were no further complications reported regarding the event.